Event description:
Caller reported receiving a minimum fill notification while attempting to load a new cartridge. There was no adverse impact to the customer¿s blood glucose level. Caller was unsure about the exact amount of insulin loaded and whether there was enough usable insulin in the cartridge. Technical support educated the caller on the minimum fill recommendation and assisted with adding more insulin to the cartridge to resume insulin deliveries. No further action was required, and the case was closed by technical support.